Event description:
It was reported that the implantable neurostimulator (ins) was not working. It was unknown reason why the ins was not working or any other event information. It was noted that the patient needed a MRI lumbar scan and compatibility guidelines were requested.

Manufacturer narrative:
Concomitant medical products: product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1997, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1992, product type: extension. Product ID: 3888-28, lot# l30349, implanted: (B)(6) 1992, product type: lead. (B)(4).